Event description:
According to copies of medical records rec'd from the initial rptr, the pt was admitted to the hosp with symptoms of increasing shortness of breath. The pt had a repair of a pseudoaneurysm and replacement of their bjork-shiley aortic heart valve. According to the copy of the operative report, findings at the time of surgery indicated that the prosthesis was functioning fine; however, "there was a definite separation of the valve from the left coronary sinus annulus". The pt survived surgery and was discharged home.